Event description:
I had flu like symptoms in 2007 after many tick bites. I went to doctor with fever, rashes behind both ears, severe weakness, dizzyness. Told him I thought I had lyme disease. He ran a blood test and sent me home with tamiflu. It was a long flu lasting over 10 days. I called for test results and they said it was negative. I gradually progressed to sudden asthma attacks and lung nodules. Saw a lung specialist that said it looked like I had histoplasmosis that was resolving. I showed her my hot burning toes and asked her what was causing it. She ran thousands of dollars of studies finding only ana pos / smooth muscle/speckled pattern. Seronegative for everything. Next came extreme coldness with lowered body temp, wore long sleeve shirts to work in hot factory and took the hottest jobs to stay warm. Next was extreme dizzyness that was very difficult to work with. Then neurological pains with lighting fast sharp pains and severe bone pain followed. Saw my thyroid specialist who ran multiple tests and found extremely low vitamin d, but medication made all symptoms much worse. Then came psychosis. And finally I could go no more and was crippled. I found out what was wrong with me from online friends with a test from igenex with 140 titer and 2 bands on igm and 4 bands on igg and sought treatment with a lyme doctor. I have been treated over 4 years now and still am not able to do my daily chores or work. I missed all 4 years of my daughter's high school and band, mom was not there, and the most important years of being with my 4 grandchildren because the tests and guideline do not work. There is no amount of pain and suffering money that can recover what I have lost because of a test that never worked and treatments that should have been available to me to stop the neurological infections before they caused so much damage and immune suppression. Now the only way I see to some resemblance of life is with antibiotic IV's and stem cells I have never had available to me after losing my job and my life. I am not at 4.0 reader glasses from loss of vision when I could thread a needle faster than anyone before I got sick. This country and these criminal tests owe a huge debt to society for what they have done to millions. I also suffer from morgellons spirochetal lesions (another crime the cdc denies). I can induce an exit out of the skin just like all the people suffering syndromes can. No one wants to be around people with sores all over them because spirochetes live in the skin. They can call it tissue scurvy, herpes, delusional parasitosis, or what ever they want but it will be known as "crimes against humanity" by all in failures to test and treat the people for the real cause.